Event description:
It was reported by service report a caster was missing the rubber around the wheel and the bed showed signs of fluid intrusion. No pt involvement or adverse consequences are reported.